Event description:
It was initially reported that the patient had an increase in seizures and their device was being replaced due to battery depletion. A manufacturer's battery life calculation found that there were no years expected until the device was near end of service, and thus expected to be depleted. Further information was received that the patient's device could be interrogated prior to replacement surgery and it was found to not be completely depleted. The patient's explant facility is a no return site and thus the explant generator has not been received into analysis to date. No additional relevant information has been received to date.